Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 500 hematology analyzer was leaking blue clear liquid which seemed like lh series cleaner. Customer reported that the leak was not contained in the instrument and about 7 to 10 ml spilled onto the counter. Customer reported that controls were running within range. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the I-beam tubing on pinch valve (B)(4) was leaking. The fse replaced the cut tubing. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).